Event description:
It was reported that a patient presented in clinic with one pacing lead impedance measuring less than programmed. A lead fluoroscopy was performed and no anomalies were noted. Programming changes were made. The patient is very ill and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.